Manufacturer narrative:
(B)(4). Date sent: 6/10/2021. H6: component code = others (g07). The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: concomitant product of ip-01132098: vasecr35 (lot#: unknown). Right after the device was fired, the jaws were opened, but when it was removed from the patient, the jaw became not to open. The surgeon commented it is unknown why the jaws did not open outside the patient. The patient¿s condition is stable additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? => no further information is available. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? => no further information is available. Did the jaws eventually open? => no further information is available.

Event description:
It was reported that during a laparoscopic urological procedure, the jaws did not open after the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.